Event description:
It was reported that a user experienced continuous glucose monitor connection loss with a dexcom g7 sensor paired to the ilet, including a pairing failed alert and subsequent loss of readings with approximately three days of sensor life remaining. Symptoms included no clinical symptoms and no effect on blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and education that directed the user to verify firmware currency, restart the ilet, toggle the g7 connection, reenter the sensor code, and restart the sensor, with instructions to call back if no readings resumed within a short interval. Investigation of this case revealed a communication failure between the ilet and the cgm without identification of a responsible device, consistent with transient cgm signal loss. It was concluded, based on previously established findings for similar reports, that the cause was unknown and could not be conclusively determined.